Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported heart block remains unknown.

Event description:
During a left atrial flutter ablation procedure, the patient went into atrioventricular block when ablation was delivered right above the mitral annulus. A pacemaker was implanted to treat the atrioventricular block and the patient was noted to be stable. The procedure was still able to be completed.